Manufacturer narrative:
Failure analysis for fiber model #0010-2400, lot #614a, serial #(B)(4). The fiber does not exhibit signs of usage; the metal cap exhibits signs of crystal deposits on surface; the fiber is broken within the white tubing at 3 feet and 6.5 inches from the input connector, between connector & control knob; the fiber was tested with hene laser fixture, aim beam is visible at the location of break. Probable root cause: based on the device analysis, the probable root cause of the failure is: excessive bending.

Event description:
It was reported that when beginning a prostate procedure using a surgical fiber, the fiber connection broke. The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "ok" - there was no injury reported.